Event description:
On 9/8/98, the facility's risk manager informed the MFR's rep of the following: the device was implanted on 8/7/98. The device never worked/functioned properly and as a result, was explanted on 9/8/98. The device was scheduled to be returned to the MFR for analysis. The facility's risk manager stated she would fax a copy of the medwatch report to the MFR's rep when it was completed. On 9/10/98, the MFR's rep rec'd a faxed medwatch report #3100030000-06 that states the following: the device was implanted on 8/7/98, is non functioning. Explanted 9/8/98. No further details were provided.